Event description:
A healthcare professional reported that during surgery, during loading of the lens, the lens was not push out by the plunger, surgeon try to remove the lens, unfortunately one of the haptic broken. Hence, doctor decided to use another backup lens, and it was good without any complication. The procedure was completed on the same day. There was no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).